Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified iliac artery. A 4.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during first inflation at 8 atmospheres for 12 seconds, the balloon ruptured. The device was removed and completed the procedure with a different device. There were no patient complications reported.